Event description:
The surgeon reported a capsular tag was left during capsulotomy which eventually extended posteriorly leading to a capsular tear, during phacoemulsification. No dropped nuclear fragments were observed in the vitreous. An anterior vitrectomy was performed and a sulcus lens was implanted. Likely root cause, in the surgeon's opinion, was an incomplete capsulotomy.

Manufacturer narrative:
The device history records were reviewed, and there were no unusual findings related to the reported incident. The laser capsulotomy procedure was performed without any reported issues, and it is unknown if the surgeon's completion of the capsulotomy contributed to the tag observed. The tear extended posteriorly during phacoemulsification. No definitive root cause could be assessed; however, capsular tears are an inherent risk of cataract surgery. (B)(4).